Manufacturer narrative:
Concomitant product: d334trg crt-d, implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead was sensing poorly with small p-waves as well as oversensing. It was also reported that the right ventricular (rv) lead was oversensing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.